Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by phone and later via maude that the patient experienced inaccurate cgm values. The patient uses beta bionic ilet pancreas system and experienced dka. The cgm was reading an unspecified normal value and the blood glucose reading was too high to register. The treatment and management of dka was not documented. The report states that the patient had to miss work and was seeking medical care due to the faulty equipment. Details about the medical intervention were not received until (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.